Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter was difficult to deploy. ¿one leg was caught and would not deploy. When it did the filter was misshaped¿. Filter was retrieved by jug approach- additional procedure. Additional information 02jan2018: "they tried to resheath the filter with the femoral deployment system causing it to bunch up and deform. They recovered it while it was still attached from the jugular approach and everything went smooth." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused a filter leg to get caught, thus the difficulties in releasing the filter. However, it is noted that attempts to resheath the filter with the femoral deployment system caused the filter to bunch up and deform, but it was recovered from jugular approach and "everything went smooth". No evidence to suggest that this device was not manufactured to specifications and nothing indicates that it did not work as intended. Cook medical will continue to monitor for similar events.